Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 as the patient no longer wanted a cochlear implant.

Manufacturer narrative:
It was reported that, the device was explanted due to pain/non-auditory sensations. It is unknown if there are plans to reimplant the patient as of the date of this report. The patient information, device details and codings has been updated. Device analysis report attached.